Event description:
(B)(4), there was a packaging error. In the vial there was what appeared to be an abutment instead of an implant.

Event description:
Per (B)(4), there was a packaging error. In the vial there was what appeared to be an abutment instead of an implant.